Event description:
It was reported that the cannula inserted into the skin and the pink slide moved forward. The patient received a message to change the pod and "the pod was not injecting insulin to the body" and the cannula was not visible when the pod was removed. The pod had been worn between 25 and 36 hours on an unspecified site and no change to blood glucose was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Disregard MDR report reference #3004464228-2025-41694-00, per correction after internal review, there was no indication of a needle mechanism failure this is not reportable.

Event description:
Nullify